Event description:
Catheter broke during removal. In 2004 a 42 cm catheter was placed on a pt. Fifteen days later facility attempted to remove the catheter from pt. They started by using warm compressor before beginning the removal. After the warm compressor, they began to remove the catheter from the pt. The first 28 cm of removal went very smooth. At this point, however, the catheter was stuck. The nurse waited for a time and began to remove the catheter again. There was no intervention prior to restarting this removal process. The catheter was still not free and broke (snapped) with little force applied. The section removed was 28 cm. The nurse placed a tourniquet on the pt's arm to prevent the catheter from moving up the arm. The pt was taken to surgery to have a "cut down" procedure performed to remove the remaining of the catheter.